Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The customer reported having no delivery alarms since she changed the infusion set. The programming and histories on the insulin pump were reviewed and it appeared that the insulin pump was functioning within specifications. The customer did not have an infusion set and a clamp available to conduct a prime and high pressure test. No further information was provided.